Manufacturer narrative:
The device will be evaluated upon receipt by physio-control. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The reporter stated that, in the hospital ep lab, the device was charged to 360 joules, shocked patient with no conversions, was charged again to 360 joules when the service light illuminated and the device became unresponsive. They then turned off the device, powered it back up, charged to 360, shocked the patient and the patient was converted.